Event description:
It was reported that the ilet charging pad would not power on, the cord felt loose, and the device experienced a charging problem associated with the battery charger component. Customer care provided support that included communication with the user and analysis of information provided by the user. Investigation of this case revealed a power source problem consistent with a charging problem traced to the battery charger component. No clinical signs, symptoms, or conditions during the event reported. Outcomes included no health consequences or impact. It was concluded, based on previously established findings for similar reports, that the cause was a component failure.